Manufacturer narrative:
(B)(4). The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6116815 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6116815 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 11.5 mm (B)(6) using radiographic template (B)(6). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Root cause: "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per the reported information, the patient has a history of smoking, bruxism and missing multiple upper molars. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. The email address is not complete due to a limited amount of cell space.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is IV. The patient has a history of smoking, bruxism and missing multiple upper molars. The patient presented on (B)(6) 2023 for a primary procedure on tooth #7. The patient returned on (B)(6) 2023, three days after placement with the device no longer attached. Out. It was determined that the implant lacked stability. The patient is currently healing, and the implant site was grafted.

Manufacturer narrative:
Additional information: b5, e1 (establishment name), h6 (medical device problem code, type of investigation, investigation conclusions), corrected information: e1 (first name), g1, h4, h6 (health effect: impact code). D6b in the initial report was reported as 01/07/2023, however, the implant came out on its own and was not explanted. H6: medical device problem code in the initial report was reported as 4627, however, the implant came out on its own and was not explanted. Additional mw report: 3011649314-2023-00202. CAPA ca-00016. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is d4. The patient presented on (B)(6) 2023 for a primary procedure on tooth #7. The patient returned on (B)(6) 2023, three days after placement with the implant out. It was determined that the implant lacked stability. The provider placed bone graft and membrane and was waiting for the patient to heal. The implant site was not infected and there was no patient injury.